Manufacturer narrative:
Per tandem¿s user guide: only use u-100 humalog or novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 600 mg/dl. Reportedly, customer was using lyumjev within their pump supplies. Customer changed cartridge and infusion set, and administered a bolus via the pump to address the issue, and went to the emergency room. Customer was subsequently admitted to the hospital and treated with intravenous fluids of saline and insulin, and was discharged the following day with the issue resolved. Tandem technical support educated the customer on insulin labeling.